Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint complication: the physician experienced difficulty tracking/advancing the outback re-entry catheter over the iliac bifurcation but continued to push through. The physician was unable to re-enter the vessel as the tip deflected and during withdrawal of the outback, the tip separated. The separated tip was removed successfully with the device/sheath. No additional intervention was required. The target lesion was the distal right superficial femoral artery. The approach for the procedure was from the left femoral artery. There was no reported patient injury. One non-sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The tip was broken approximated at 119.5 cm from strain relief. The tip was ripped since outer liner present elongation. Distal tip was not returned for analysis. The unit is not functional usable. A kink was observed at 2.5cm from distal tip end. Unknown catheter sheath introducer was received with returned device. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port then through the hemostatic rotating valve and exit through the tip; no anomalies were detected. Lab sample 0.014¿ required per IFU guide wire was inserted through the tip and it exit through the guide wire port. The guide wire 0.014" was then inserted through the guide wire port, and it exit through the tip. Cannula could be fully deployed and retracted however the device was not functionally usable since the nosecone was received ripped and the kink was noted in the body shaft. The catheter length was not possible measure since the nosecone was ripped and the cannula was deployed and measured 12.0mm of length usable. Review of lot 15788365 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint the failure catheter tip/distal tip (outback only) fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced could not be determined; inner liner present marks of welding. The failure cto catheter system tracking difficulty reported by the customer could not be confirmed since the functionally test could not be performed due to condition of the received device (the body shaft was kinked). The exact cause of kink in the body shaft could be not determined. However, controls are in place to prevent defects such as kinks in the shaft. Neither the product analysis nor the manufacturing records reviews suggest that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. No corrective action will be taken at this time. The IFU contains the following precautions: always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined as the inner liner present marks of welding. Based on the information available for review, the patient¿s anatomy and procedural factors may have contributed to the difficulty to advance the unit over the iliac bifurcation resulting in the separation of the distal tip in one unit. Neither the DHR review results nor the product analysis suggests that the failures experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to this type of failure. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adherence to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that the physician got subintimal in the superficial femoral artery and decided to use the outback catheter. A non-cordis sheath was used. The physician encountered resistance during delivery of the outback catheter but continued to push through. The physician was unable to re-enter the vessel as the tip deflected and during withdrawal of the outback, the tip separated. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the physician experienced difficulty tracking/advancing the outback re-entry catheter over the iliac bifurcation and the distal tip of the catheter broke off in the non-cordis/non-kinkable sheath. The target lesion was the distal (right) superficial femoral artery (sfa). The approach for the procedure was from the left femoral. There was no reported patient injury/no harm to the patient. The separated tip was removed successfully with the device/sheath. No additional intervention was required. Additional information has been requested.